Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not working for the patient as they kept pulling it out. Then one night after the patient pulled out the purewick urine collection system, it sucked up their skin and it was scary. They stated that it was a great machine but the patient kept pulling it out at the current time. The patient had been using the product for less than 90 days.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and IFU. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. No sample was returned for evaluation. A potential root cause for the issue could be "patient combative or uncooperative. User unaware of correct method of removing wick. Patient size makes removal difficult due to immobility." A device history record review was not required because the investigation was confirmed to be use related. The instructions for use were found adequate and state the following: "perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Not recommended for patients who are: having frequent episodes of bowel incontinence without a fecal management system in place removal: to remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not working for the patient as they kept pulling it out. Then one night after the patient pulled out the purewick urine collection system, it sucked up their skin and it was scary. They stated that it was a great machine but the patient kept pulling it out at the current time. The patient had been using the product for less than 90 days. Per follow up via phone 17may2022, it was reported that the patient suffered from dementia and so pulled the wick out and pulled it completely apart. The product gave no problems in use.